Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to advance, twisted/bent sheath include, but are not limited to, difficult insertion, patient femoral vessel/anatomy variables, and aggressive manipulation during insertion. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous coronary intervention with a small hole sheath. Reportedly, the proglide was inserted without issue; however, was unable to advance once inside the vessel. The distal portion prolapsed and twisted on the guide wire in the vessel. Manual compression and a femostop were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.